Event description:
The customer contact reported a disconnection. The option-lok male adapter of the tubing set was connected to an unspecified pca tubing set and was being used to deliver an unspecified solution. After an unspecified length of time in use, it was reported that the nurse helped the pt up to the bathroom and noted that the option-lok male adapter of the tubing set disconnected from the pca tubing set. An unspecified volume of solution leaked onto the floor. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no delay of therapy critical to the pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).